Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was unable to recharge or communicate with the ipg. Reportedly, the external devices would not locate the ipg and an error message displayed on the patient programmer. Follow-up identified the sjm representative met with the patient and confirmed the ipg was inoperable. Surgical intervention may be undertaken as the next course of action.